Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited issues with rf telemetry and receiving merlin transmissions. A software update was performed, which successfully re-established rf telemetry. The patient was stable and will continue to be monitored.